Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim. It was reported by the customer that primary IV tubing that was in 2 pieces.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
MDR made in error as it was a duplicate.

Event description:
Error.

Manufacturer narrative:
MDR generated in error - duplicate.